Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip nt was advanced within the patient and grasping was preformed the anterior gripper failed to fully lower onto the leaflet. Troubleshooting was preformed by locking the clip and lowering the grippers, the gripper eventually responded intermittently but only while the lock knob was applied to the lock position. Additional troubleshooting was preformed and it was determined that eventually the anterior gripper would not completely lower. The mitraclip was removed from the patient and a replacement mitraclip was implanted successfully. Two additional mitraclip's were implanted successfully and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints reported from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported single gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.